Event description:
The pt's family member initially called lfs on pt's behalf alleging that pt's one touch ii meter had missing segments. Then later that same day, the customer service rep spoke with the pt. Pt explained that the display issue occurred from time to time. Pt was seen in the hospital; however, it was due to "circulatory problems". Pt had been having high blood glucose levels. Pt was unable to recall any symptoms during the time of concern, was unable to provide any results, or what actions pt took following the use of pt's meter. The pt neither alleged harm nor experienced injury or medical intervention. However, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter, test strips, and control solution were replaced.